Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd solis vip pump is alarming cassette not attached after service. No reported adverse effects.

Manufacturer narrative:
One cadd solis vip prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of alarming cassette not attached was not verified. The event log did show the error occurred. Service will replace the downstream occlusion sensor as a precaution. Service already performed calibration and functional test. Use testing was performed. The problem source is unknown. No problems or issues were identified during history record review.